Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the up, down, and ok keypad buttons were under responsive to button presses. The reporter indicated that there was no noted damage to the keypad but moisture ingress was observed behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/07/2015 with the following findings: there was no visible damage to the keypad. Moisture was observed behind the display screen. The keypad and bolus buttons were tested and were found to be unresponsive to button presses. A leak test was performed and pump casing was noted to be leaking around the display lens. The keypad and bolus button covers were removed and no button contact defects were found. The pump was opened and moisture corrosion was observed throughout the pump including on the pump keypad flex.